Event description:
It was reportd that the device used during a lobectomy, one side of the staple lines was stapled, but the other staple line was not stapled. Another device was used to complete the case. There were no adverse consequences to the patient.